Event description:
Covidien received a report that during preventive maintenance the unit was powered-up and it was noticed that the unit did not have an audible alarm. There was no patient involvement.

Manufacturer narrative:
The customer isolated the problem to the main pcb. This unit is no longer manufactured and parts are no longer available. The customer is aware of the end-of-life status.